Event description:
Patient spontaneously stating that both of her pumps are currently beeping for "no disposable, pump won't run." Pt stated that she was using fresh batteries for pump. Asked her to remove cassette, wipe bottom of pump where cassette is attached with alcohol prep pad, let it dry, then reattach cassette. She did as instructed and it didn't resolve alarm. Asked pt to change tubing to a new one and prime. She did so and it didn't resolve alarm. Asked pt to make new mix & to make sure the lock lines up with the arrow on the side of the pump. She did so and it resolved alarm and pt was able to successfully restart infusion. Advised that previous mix may had been a bad cassette because it's extremely rare for both pumps to alarm, for "no disposable, pump won't run." No other information known. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved, troubleshooting successful. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device is available to be returned for investigation? Pump - yes, cassette - no. Did we replace device? No; issue was resolved. Reported to (B)(6) by pt/caregiver.